Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead dislodgement was found on x-ray prior to discharge. The lead was placed back into position and remains in use. No patient complications have been reported as a result of this event.